Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 330 mg/dl. It was stated that the customer woke up and it was off. Troubleshooting was declined. The customer would be getting a new insulin pump and requested a loaner insulin pump in the meantime. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test, prime test, excessive no delivery test due to motor error alarms. The device had normal operating currents and passed the self-test, unexpected restart alarm test, rewind test, basic occlusion test and displacement test. The motor passed the motor test. The device had a minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.